Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) exhibited an infection. The device was explanted and no new ICD was implanted yet. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.